Manufacturer narrative:
As reported, the subject device is being returned for evaluation. However, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the results of the sample evaluation. The subject device was returned for evaluation. Initial evaluation of the sample finds that the device was in good condition. No manufacturing anomalies found. Evaluation of the sample found the fasteners have been temperature exposed and bound to the wire. Based on the sample evaluation and investigation performed, the root cause of the reported event is use of a device that has been temperature exposed. Addendum: h11: this is an addendum to the previously submitted mdrs to report the corrected root cause of the event. The fasteners as received, had been temperature exposed and were bound to the wire. Sample evaluation cannot determine when the device was exposed to temperature. Temperature exposure may have occurred during return for evaluation as the package is not temperature protected during return shipments. Based on the sample evaluation and investigation performed, the root cause of the reported event could not be determined due to the returned sample condition. This supplemental MDR represents the optifix straight (device #1). An additional supplemental MDR was submitted to represent the optifix straight (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic ventral hernia repair procedure on (B)(6) 2021, two optifix fixation devices were used to fixate a ventralight st mesh. The mesh was hydrated prior to fixation per IFU. While deploying the fastener with appropriate counter-pressure, it was noted that the fasteners did not attach to the tissue. It was reported that both devices used had the same issue and the issue was identified with first fastener of each device during the procedure. It was reported that no fasteners were left in the patient. As reported, the procedure was completed by using another device. There was no reported patient injury. Addendum: as reported, the devices were deployed into the peritoneum area, device #1 released 6 fasteners and device #2 released 2 fasteners which did not attach to the tissue and the devices did not release adequate number of fasteners.

Manufacturer narrative:
As reported, the subject device is being returned for evaluation. However, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the results of the sample evaluation. The subject device was returned for evaluation. Initial evaluation of the sample finds that the device was in good condition. No manufacturing anomalies found. Evaluation of the sample found the fasteners have been temperature exposed and bound to the wire. Based on the sample evaluation and investigation performed, the root cause of the reported event is use of a device that has been temperature exposed. This supplemental MDR represents the optifix straight (device #1). An additional supplemental MDR was submitted to represent the optifix straight (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during laparoscopic ventral hernia repair procedure on (B)(6) 2021, two optifix fixation devices were used to fixate a ventralight st mesh. The mesh was hydrated prior to fixation per IFU. While deploying the fastener with appropriate counter-pressure, it was noted that the fasteners did not attach to the tissue. It was reported that both devices used had the same issue and the issue was identified with first fastener of each device during the procedure. It was reported that no fasteners were left in the patient. As reported, the procedure was completed by using another device. There was no reported patient injury. Addendum: as reported, the devices were deployed into the peritoneum area, device #1 released 6 fasteners and device #2 released 2 fasteners which did not attach to the tissue and the devices did not release adequate number of fasteners.

Manufacturer narrative:
As reported, the subject device is being returned for evaluation. However, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ this MDR represents the optifix straight (device #1). An additional MDR was submitted to represent the optifix straight (device #2). If/when sample is received and evaluated, a supplemental MDR will be submitted.

Event description:
As reported, during laparoscopic ventral hernia repair procedure on (B)(6) 2021, two optifix fixation devices were used to fixate a ventralight st mesh. The mesh was hydrated prior to fixation per IFU. While deploying the fastener with appropriate counter-pressure, it was noted that the fasteners did not attach to the tissue. It was reported that both devices used had the same issue and the issue was identified with first fastener of each device during the procedure. It was reported that no fasteners were left in the patient. As reported, the procedure was completed by using another device. There was no reported patient injury.